Manufacturer narrative:
Results and conclusions: the ipg successfully communicated with a lab pt programmer. Microscopic inspection of the returned eon (3716) revealed tooling marks on the header from the explant procedure. Septums were intact and clear. The header is clear and there is no indication of fluid intrusion. The ipg was tested to mfg specifications using the autotester and passed all tests. The device was returned in good condition and passed all functional testing. There is no alleged failure of the device to meet specification and it is assumed the device was returned for disposal. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt's scs ipg was returned to st. Jude medical from a mortician's office. An internet obituary search was performed and nothing related to the pt's death was found.